Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of blood administration the tubing came apart and leaked. There was no harm experienced.

Manufacturer narrative:
The customer¿s report that the tubing came apart and leaked was confirmed. Visual inspection observed that the silicone segment was completely separated from the lower fitment. The expected retainer ring for the upper fitment and silicone segment connection was not received. No crush marks were observed on the upper or lower fitment. Functional testing was unable to be performed due to the obvious damage. Dimensional testing was performed on the pumping segment components (lower fitment, and silicone segment). The measurements were within specification. The root cause that the tubing came apart and leaked was not identified.